Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).

Event description:
It was reported that a decrease in r wave sensing and high capture threshold were observed. The lead was explanted when repositioning was not successful. There were no adverse consequences for the patient.

Event description:
New information received states that prior to lead being explanted high lead impedance and lead dislodgment were also noted.